Event description:
It was reported that a twiddler's syndrome was confirmed by an x-ray examination. During explant, the lead was observed to be completely coiled around the ICD. The lead was explanted.

Manufacturer narrative:
Na